Event description:
Allegedly revised due to evidence of metallosis with pseudo membrane behind acet cup. One cm superior migration of acetabular component into iliac. Six times serum levels for cobalt.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00061.